Event description:
New information received notes that the lead was capped on 06 november 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, high voltage lead impedance (hvli) was found to be out of range. The note of externalized conductors was found on the report summary. High range on high voltage lead impedance was suspected due to lead noise on the far filed discrimination channel. When the patient presented in clinic, no x-ray was performed as high hvli was suspected due to externalized conductors too. The lead revision was discussed. The patient was stable.